Event description:
It was reported that during implant that there was insertion difficulty when attempting to place the right atrial (ra) lead. They were various measures taken but advancing the lead to the right atrium remained challenging. It was noted that the lead's path was abnormal, and the imaging suggested there was a dissection. It was noted that the blood vessel was damaged during the procedure. It was noted that the introducer was a competitor product and that it was unknown if the dissection issue was with the stylet or the introducer. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).